Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was received that included a report of ten deaths. Causes of death included multiorgan failure (six patients), sepsis (four patients), and cerebrovascular accident (two patients). The aim of this retrospective study was to determine whether differences in continuous flow left ventricular assist devices (lvads) may lead to differences in the von willebrand profile and the occurrence of bleeding and thromboembolic events. Demographic data were collected, and bleeding and thromboembolic events were followed from the day of implantation for a minimal of 180 days post-implantation. The results were available for 51 patients and sixteen were reported to have been female. The mean age was 49.6 years. The median days of support was 664 days. The total follow-up period was 92.7 patient-years. Acquired von willebrand syndrome (avws) developed in all patients after centrifugal or axial flow pump implantation. Difference patterns of avws were seen between the devices as well as individually. However, the complication rates after implantation were similar. Further follow up did not yet yield any additional relevant information regarding these events.

Manufacturer narrative:
Additional information received indicated that the site would not provide further details due to privacy law. The current location of these ten (10) unknown pumps is currently unknown. Information about the pump(s) whereabouts was not provided. Referenced article: jacc: heart failure 2014 by the american college of cardiology foundation published by elsevier inc. Article name: acquired von willebrand syndrome in patients with a centrifugal or axial continuous flow left ventricular assist device by: anna l. Meyer, md, doris malehsa, md, ulrich budde, md, christoph bara, md, axel haverich, md, martin strueber, md. Doi: org/10.1016/j.jchf.2013.10.008. This is one of two reports (3007042319-2017-03062 and 3007042319-2017-03271), related to the same article. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.